Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was noted to have exhibited a drop in estimated longevity of approximately seven years over the course of six months. This device remains in service. No adverse patient effects were reported.